Event description:
Related manufacturer reference number: 2017865-2022-17031. It was reported that patient presented to emergency room after receiving inappropriate shocks. Upon interrogation, it was found that patient's right ventricular and atrial lead exhibited noise oversensing. High pacing impedance was also noted on the right ventricular lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of inappropriate shock, noise, and high pacing impedance were confirmed. A partial lead was returned in one piece for analysis. Visual and x-ray examinations found that all the filars of the inner coil were fractured. One insulation abrasion was noted consistent with friction to the device can. Another insulation abrasion was noted consistent with friction to another device or heart feature. The cause of the reported events was isolated to the fracture of all the inner coil filars.